Event description:
While flushing, it was noticed that the catheter had a tear in it below the bifurcation. 04/04 sample received. Catheter is completely fractured at the bifurcation. Event is now MDR reportable malfunction.